Event description:
A customer reported no torsional power at the phaco tip during cataract surgery. The handpiece was exchanged, but the issue remained. The system was rebooted to complete the case without further incident. There was no harm to the patient.

Manufacturer narrative:
A service visit has been performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).